Event description:
Info was received that reported a pt was hospitalized in 2006, for hyperglycemia. Pt requests a new pump, as they believe that the pump is at fault. Pt also states that when she removes her infusion set, they are always bent and she reports that she receives many blockage messages. Pt did not identify what infusion set she is currently using. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results for the eval.